Manufacturer narrative:
Device investigation: there is a break in the catheter approx 25 cm from the distal tip. The distal section is flattened and stretched and a significant amount of support wire is unwound from inside the catheter. The tip is crushed and bent 90 degrees 1.5 cm from the marker band. The proximal portion of the catheter measures 90 cm from the hub/shaft joint to the break sight. The support wire in this section is unwound 19 cm back from the break. The break location shows a smooth surface on the outer layers and stretching of the ptfe liner. Conclusion: based on the length of the proximal section of the broken catheter, the distal end of the catheter is stretched. The deformation and damage to the tip suggest that the catheter was somehow trapped in anatomy and subjected to significant tensile force before the break. The break location appears to be at one of the material joints. Based on the stretching and damage seen distal to the break, the tensile force on the joint exceeded its specification.

Event description:
The pt was treated for a right frontal meningioma. The physician noted tortuosity in the pt's vessels which was expected and prompted the use of the neuron delivery catheter. He delivered the neuron through a common 6f sheath. The physician also noticed some difficulty when navigating the neuron after the first catheterization. He explained that the neuron catheter had a "rupture" at the tip when it was being removed from the pt at the end of the procedure, and the tip had to be captured in the abdominal aorta by a capture system.